Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead showed noise being over-sensed. The noise was reproduced with isometrics. Programming changes were made. The patient was stable.